Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the customer had difficulty inserting the intra-aortic balloon (iab) through the provided sheath. They had used 3 different iabs and sheaths without success. They did not believe the iab ever exited the sheath. They said that they even tried putting a 7.5 fr iab through the 8 fr sheath and were still unsuccessful. The typical reasons for difficulty inserting the higher efficacy iabs were reviewed with the customer. They stated that none of the reasons discussed were done incorrectly. There was no patient harm or adverse event reported. This report is for the 3rd iab used in this event. The 1st iab is reported under mfg report number 2248146-2022-00692. The 2nd iab is reported under mfg report number 2248146-2022-00694.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional reporter info: (B)(6). Complaint record ID #(B)(4).